Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11558. It was reported the pt had experienced heat at the ipg site while charging. The pt reported the burning sensation began after 15 minutes of charging. In addition, the pt reported the charger took an unusually long amount of time to locate the ipg. The sjm representative met with the pt and determined a spacer was needed; the pt was able to charge the ipg to full with less heating. A replacement charging system was sent to the pt, and she was advised regarding the charging recommendations.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.